Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). See reg report# 3004209178-2018-05108 for information regarding the first ins associated with this lead/high impedance. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn. It was reported that the patient was getting their ins replaced due to normal battery depletion. Prior to surgery the rep checked impedances and electrodes 9, 10, 11, 12, and 15 were all greater than 10k ohms. The rep didn't check impedance at a high voltage since the patient did not have traditional lead placement in the epidural space. After the replacement surgery, electrodes 10, 11, 12, and 15 were still out of range (oor), but electrode 9 was cleared. The rep wasn't able to give information on the other electrodes and they did charge the reference electrode for impedance test to confirm the oor electrodes. Follow-up was conducted. No patient complications were reported. On 2018-03-15 (rep): additional information received from the rep reported that the cause of the high impedances were not determined. The rep noted that the lead was removed from new battery, wiped off and reseeded in ins, but there was no change in impedance. No patient complications were reported.